Event description:
The user received a glucose result of less than zero and the instrument automatically reran the test and gave a result of 15 mg per dl. He stated he did not report the 15 mg per dl result and requested a finger stick be performed with a roche accu-chek glucose meter, and they received a result of 77 mg per dl. The user then performed another repeat of this sample on the integra 400 plus and received a result of 80 mg per dl. The user provided additional information that occurred earlier the same day of a different patient that had a less than zero result for glucose, and then a repeat result of 169 mg per dl. None of these erroneous results were reported. After reviewing the patient results from this time period, five other discrepant results were discovered. Sample 1 had an original bicarbonate result of 3 mmol per l which was reported. The sample was pulled and repeated on the cobas 6000 which got a value of 19 mmol per l. The user stated, she will send a corrected report. Erroneous results for the samples 2 through 5 were not reported.

Event description:
The user received a glucose result of less than zero and the instrument automatically reran the test and gave a result of 15 mg per dl. He stated he did not report the 15 mg per dl result and requested a finger stick be performed with a roche accu-chek glucose meter and they received a result of 77 mg per dl. The user then performed another repeat of this sample on the integra 400 plus and received a result of 80 mg per dl. The user provided additional information that occurred earlier the same day of a different patient that had a less than zero result for glucose and then a repeat result of 169 mg per dl. None of these erroneous results were reported. After reviewing the patient results from this time period, five other discrepant results were discovered. Sample 5 initial glucose result was less than 0.0 mg per dl; repeat results were 15.5 mg per dl and 79.5 mg per dl. The sample was then tested on the cobas 6000 and the result from this analyser was reported. No actual result was provided. Erroneous results for samples 2 through 5 were not reported.

Event description:
The user received a glucose result of less than zero and the instrument automatically reran the test and gave a result of 15 mg per dl. He stated he did not report the 15 mg per dl result and requested a finger stick be performed with a roche accu-chek glucose meter and they received a result of 77 mg per dl. The user then performed another repeat of this sample on the integra 400 plus and received a result of 80 mg per dl. The user provided additional information that occurred earlier the same day of a different patient that had a less than zero result for glucose and then a repeat result of 169 mg per dl. None of these erroneous results were reported. After reviewing the patient results from this time period, five other discrepant results were discovered. Sample 2 initial potassium result was 0.4 meq per l and repeated at 5.1 meq per l. Erroneous results for samples 2 through 5 were not reported.

Event description:
The user received a glucose result of less than zero and the instrument automatically reran the test and gave a result of 15 mg per dl. He stated he did not report the 15 mg per dl result and requested a finger stick be performed with a roche accu-chek glucose meter and they received a result of 77 mg per dl. The user then performed another repeat of this sample on the integra 400 plus and received a result of 80 mg per dl. The user provided additional information that occurred earlier the same day of a different patient that had a less than zero result for glucose and then a repeat result of 169 mg per dl. None of these erroneous results were reported. After reviewing the patient results from this time period, five other discrepant results were discovered. Sample 4 initial calcium result was 5.8 mg per dl and repeated at 10.2 mg per dl. Erroneous results for samples 2 through 5 were not reported.

Event description:
The user received a glucose result of less than zero and the instrument automatically reran the test and gave a result of 15 mg per dl. He stated he did not report the 15 mg per dl result and requested a finger stick be performed with a roche accu-chek glucose meter and they received a result of 77 mg per dl. The user then performed another repeat of this sample on the integra 400 plus and received a result of 80 mg per dl. The user provided additional information that occurred earlier the same day of a different patient that had a less than zero result for glucose and then a repeat result of 169 mg per dl. None of these erroneous results were reported. After reviewing the patient results from this time period, five other discrepant results were discovered. Sample 3 initial calcium result was 2.8 mg per dl and repeated at 8.4 mg per dl. Erroneous results for samples 2 through 5 were not reported.

Manufacturer narrative:
The field service representative was unable to determine a cause and checked the tubing, syringes and belt tensions. He ran precision which checked out okay and also ran calibration and qc.

Manufacturer narrative:
The field service representative was unable to determine a cause and checked the tubing, syringes and belt tensions. He ran precision which checked out okay and also ran calibration and qc.

Manufacturer narrative:
The field service representative was unable to determine a cause and checked the tubing, syringes and belt tensions. He ran precision which checked out okay and also ran calibration and qc.

Manufacturer narrative:
The field service representative was unable to determine a cause and checked the tubing, syringes and belt tensions. He ran precision which checked out okay and also ran calibration and qc.

Manufacturer narrative:
The field service representative was unable to determine a cause and checked the tubing, syringes and belt tensions. He ran precision which checked out okay and also ran calibration and qc.